Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the eye piece base on the 7mm extended length endoscope appeared eroded; it shows cracking and chipping. The hospital reported no pt effects, as the pt was not yet in the operating room. The procedure was completed using another scope. Replacement was requested. The product was returned.

Manufacturer narrative:
The device has not been returned to cardiac surgery on june 16, 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).